Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2008: (B)(6) medical center. Wi. (B)(6), md history and physical. Noted pain and bulging of abdominal wall past 2 months. No nausea, vomiting, diarrhea or constipation. CT of abdomen shows midline ventral hernia containing small bowel. Medications: ranitidine, ibuprofen. Weight 302 lbs. Exam: easily reducible ventral hernia superior to umbilicus. Assessment: ventral hernia. Morbid obesity. [Missing records: records for the CT of abdomen showing ¿midline ventral hernia containing small bowel¿ were not provided.] On (B)(6) 2008: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: ventral incisional hernia. Procedure performed: laparoscopic repair of ventral incisional hernia. First assistant: roslyn r. Dunning, rnfa. Anesthesia: general endotracheal anesthesia. Anesthesiologist: (B)(6), md. Indications for operation: the patient is a 45-year-old female who previously had a laparoscopic cholecystectomy and then developed an incisional hernia at the periumbilical incision. Operative findings: there was a 5.5 x 4.5 cm defect superior to the umbilicus. This was repaired with a dual mesh that was cut to 14 x 13 cm in size. Description of procedure: ¿the patient was taken to the operating room and after induction of a general endotracheal anesthetic, the abdomen was prepped and draped in a sterile manner and 0.5% marcaine with epinephrine injected locally in the left upper quadrant of the abdomen. A transverse skin incision was made and carried down through the external oblique aponeurosis which was incised. The underlying muscle was spread in the direction of its fibers, and the peritoneum was identified. The peritoneum was entered under direct vision with metzenbaum scissors, and a hasson trocar was inserted into the peritoneal cavity. The peritoneum was insufflated to a pressure of 15 mmhg with carbon dioxide. Two 5 mm ports were placed in the left lower quadrant visualizing their insertion with the laparoscope. There were no adhesions noted. The hernia defect was easily identified. It was measured internally to be 4.5 x 5.5 cm in size. An appropriately sized mesh to allow 4 cm overlap was obtained. This was about 14 x 13 cm in size. Gore-tex suture was sutured in 4 corners of this prosthesis. Gore-tex was then inserted through the hasson trocar into the peritoneal cavity. The stay sutures were brought through the interior abdominal wall and were tied. The edges of the mesh were then attached to the anterior abdominal wall with protack stapler. The mesh satisfactorily covered the defect with at least 4 cm overlap around all the edges of the hernia. A seprafilm slurry was then injected through a toomey syringe into the peritoneal cavity. The abdomen was then desufflated. The trocars were removed. The fascia in the left upper quadrant was closed with 0 vicryl figure-of-eight suture. All the skin incisions were reapproximated with 4-0 monocryl as running subcuticular sutures. The wounds were dressed with dermabond. The patient was taken to the post anesthesia care unit in good condition.¿ on (B)(6) 2008: (B)(6) medical center. Postoperative/post procedure note. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 05739429. W.l. Gore & associates. On (B)(6) 2008: (B)(6) medical center. Intraoperative record. Implants. Mesh dual plus 15 x 19 x 1 consign. Quantity: 1. Manufacturer: 000630. Lot number: 05739429. Catalog number: 1dlmcp04. Gore dualmesh biomaterial. Site: abdomen. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/05739429) was implanted during the procedure. On (B)(6) 2009: (B)(6) medical center. (B)(6), md. Emergency record. Presented with lumbar pain, increasingly worse over past 3 days. Started after walking up stairs carrying her approximately 30 lb grandson. Pain around belly button after doing this lifting. Stated pain very mild. Abdomen soft, nontender. Do not see any hernia or erythema around belly button. Impression: acute sciatica. On (B)(6) 2009: (B)(6) medical center-tucson. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent ventral incisional hernia. Procedure: laparoscopic repair of ventral incisional hernia. First assistant: tom smith, rnfa. Anesthesiologist: (B)(6), md. Indications for procedure: the patient is a 45-year-old female who several months ago had laparoscopic repair of a ventral incisional hernia. The patient has recently noticed pain and bulging and on physical examination has a recurrence of her hernia. Operative findings: the patient had a hernia defect that was about 4 x 4 cm in size. Description of procedure: ¿the patient was taken to the operating room and after induction of a general anesthetic, a foley catheter was inserted into the bladder and the abdomen was then prepped and draped in a sterile manner. 0.5% marcaine with epinephrine was injected locally in the right upper quadrant and a transverse skin incision was made. This was carried down through the external oblique aponeurosis, which was incised. The muscles were split in the direction of their fibers and the peritoneum was entered under direct vision with metzenbaum scissors. A hasson trocar was inserted into the peritoneal cavity and the peritoneum was insufflated to a pressure of 12 mmhg of carbon dioxide. Two 5 mm ports were placed in the right lower quadrant and later during the case 2 more 5 mm ports were placed, 1 in the left upper quadrant and another in the left lower quadrant. There were some adhesions noted between the omentum and the hernia mesh. These were taken down with sharp and blunt dissection. The hernia defect was identified. It was inferior to the left of the mesh. The hernia defect and extent of the previous mesh was measured to be 8 x 9 cm and a gore dual mesh was obtained, which was 19 x 15 cm and four #2 gore sutures were then sutured to 4 equidistant areas on the mesh. The mesh was inserted into the peritoneum through the hasson trocar. The stay sutures were brought out through the anterior abdominal wall securing the mesh tightly without any slack over the hernia defect and over the old mesh. The gore-tex sutures were tied. The mesh was secured to the anterior abdominal wall with the protack stapler. The abdominal cavity was then desufflated. The trocars were removed. The fascia and the incision at the right upper quadrant were closed with 0 vicryl figure-of-eight suture. The skin incisions were all reapproximated with 4-0 monocryl as a running subcuticular suture. The wounds were dressed with dermabond and the patient taken to the post-anesthetic care unit in good condition.¿ on (B)(6) 2009: (B)(6) medical center. Postoperative/ post procedure note. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 06257309. Exp: 07/2011. On (B)(6) 2009: (B)(6) medical center. Intraoperative record. Implants. Mesh dual plus 15 x 19 x 1 consign. Quantity: 1. Manufacturer: 000630. Lot number: 06257309. Catalog number: 1dlmcp04. Mesh dual plus. Site: abdomen. Expiration date: 07/01/11. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/06257309) was implanted during the procedure. On (B)(6) 2009: (B)(6) medical center. (B)(6), md. Discharge summary. Instructions: no heavy lifting or strenuous activity. She may shower. No baths, no swimming. Wear abdominal binder at all times. On (B)(6) 2016: (B)(6) medical center. (B)(6) md. Discharge summary. Admitted for chest pain and persistent vomiting. Had vertical sleeve gastrectomy approximately 2 years ago. Bariatric surgeon saw her and performed egd which revealed gastritis, a 2-cm hiatal hernia and some twisting of the sleeve at the hiatal opening. Impression: vomiting, postop anatomical irregularity probably the etiology; acid peptic gastritis with gerd [gastroesophageal reflux disease] and hiatal hernia; history of adult onset diabetes, resolved since gastric sleeve. Full liquid diet, activity as tolerated. On (B)(6) 2016: (B)(6) medical center. (B)(6), md. Emergency record. Reports vomiting unrelieved by zofran. Upper & lower abdominal pain constant, sharp, moderate at onset/presentation, radiates to chest, exacerbated by lying down, not relieved. Impression: epigastric abdominal pain relieved by gi cocktail and reglan. On (B)(6) 2016: (B)(6) medical center. (B)(6), md. Radiology-upper gi with kub barium. Indication: 2 months of vomiting, gastric sleeve surgery 2 years ago. Impression: gastroesophageal reflux. No ulceration or erosion. On (B)(6) 2016: southern arizona center for minimally invasive surgery. (B)(6), md. Office note. Seen in follow-up after gi series. This showed gastroesophageal reflux but surprisingly no obvious hiatal hernia. Continues to have episodes of recurrent vomiting almost daily and sensation of food getting stuck. Ok with liquids. Assessment: recurrent vomiting after sleeve gastrectomy. Upper endoscopy seemed to indicate a hiatal hernia with slight twisting that could explain her symptoms and upper gi did not correlate. I think most likely she would benefit repair of hiatal hernia but I would like to repeat upper endoscopy first in conjunction with ph monitoring for definitive surgical planning. On (B)(6) 2016: (B)(6) medical center. (B)(6), md. Procedure report. Upper gi endoscopy. Impression: normal esophagus; small hiatus hernia; la grade a reflux esophagitis; normal examined duodenum. On (B)(6) 2016: (B)(6) medical center. (B)(6), md. Pathology report. Accession: 400-sp-16-0009660. Gastric biopsy. Diagnosis: fundic type gastric mucosa, mild chronic inactive gastritis; negative for helicobacter species per immunochemistry. Preoperative diagnosis: gerd [gastroesophageal reflux disease]. Postoperative diagnosis: mild gastritis. [Mreyes-2ppr-brn-00210] on (B)(6) 2016: (B)(6) medical center. (B)(6), md. Radiology-nm gastric emptying study. Indication: abdominal pain, gerd [gastroesophageal reflux disease]. Impression: normal gastric emptying time. Severe gastroesophageal reflux. On (B)(6) 2017: (B)(6) medical center. (B)(6), md. Operative report. Indication for surgery: mrs. Reyes is a pleasant 53-year-old female who has significant gerd [gastroesophageal reflux disease]. She underwent a laparoscopic vertical sleeve gastrectomy 2 years ago. She has now developed a hiatal hernia and significant gerd. She presented electively today for a laparoscopic conversion of sleeve gastrectomy to gastric bypass with concurrent repair of hiatal hernia. Preoperative diagnosis: gerd [gastroesophageal reflux disease]/hiatal hernia. Postoperative diagnosis: same. Operation: laparoscopic gastric bypass. Laparoscopic hiatal hernia repair. Laparoscopic lysis of adhesions. Assistant: renee corrigan, pa. Anesthesiologist: (B)(6), md. Anesthesia: gen [general]/endotracheal tube. Estimated blood loss: 25 cc. Findings: extensive intra-abdominal adhesions, hiatal hernia. Specimen: none. Complications: none. Technique: ¿the patient was brought to the operating room and placed in the supine position. General anesthesia was induced and an endotracheal tube was placed without difficulty. A foley catheter was placed without difficulty. Fluoroscopy was then used to mark the spiral tacks used in prior laparoscopic ventral hernia repair. The arms were placed on arm boards and secured with ace wraps. The patient was then prepped and draped in the usual sterile fashion. Marcaine 0.25% was infiltrated in the left upper quadrant lateral to the site of the mesh. A 5 mm incision was made. A 5 mm optiview trocar was inserted under direct vision into the peritoneal cavity without difficulty. A pneumoperitoneum was created up to 15 mmhg. A 5 mm laparoscope was inserted and the abdominal cavity surveyed. We noted significant adhesions of omentum to the anterior abdominal wall at the site of the mesh. A 5 mm port was placed laterally in the left upper quadrant. A 5 mm 35° scope was inserted. The initial port was inspected and we noted that the port actually had gone through the small bowel mesentery but unfortunately avoided injury to the bowel. There was some carbon dioxide gas within the leaves of small bowel mesentery. A third 5 mm port was then placed laterally in the left midabdomen. The initial port was pulled back out of the smaii bowel mesentery and the smaii bowel mesentery was further inspected and we confirmed that there was indeed no bowel injury. There was also no evidence of bleeding. The initial 5 mm port was then changed to a 12 mm port. We then proceeded to lyse all of the adhesions to the anterior abdominal wall thereby exposing the mesh and the rest of the underside of the abdominal wall. This process took about 30 minutes. We then placed a 12 mm port in the midline just above the level of the mesh. Another 12 mm port was placed in the mid right upper quadrant and a 5 mm port placed laterally in the right upper quadrant. We then reflected the greater omentum into the upper abdomen to expose the ligament of treitz. The small bowel was followed from the ligament of treitz approximately 200 cm distally to make sure there was no adhesions to the small bowel which there were not. We then proceeded to the upper abdomen. A nathanson liver retractor was inserted through a stab incision in the epigastrium and used to retract the left lobe of the liver. The patient was placed in steep reverse trendelenburg position. The sleeve gastrectomy was noted. We then mobilized omental adhesions from the lateral aspect of the sleeve from the midportion proximally to the left crus. Electrocautery was used to perform this. A hiatal hernia was noted and then we proceeded to full hiatal dissection. The pars flaccida was opened up using electrocautery. The phrenoesophageal membrane anterior to the esophagus was divided. We then dissected along the medial edge of the right crus the diaphragm extending from the anterior arch back to the confluence of the left and right crura. We then dissected along the medial edge of the left crus of the diaphragm and divided peritoneal attachments at the region of the angle of his. A window was then made posterior to the esophagus. At this juncture, we had good circumferential dissection of the hiatus. The gastroesophageal junction was 4-5 cm below the level of the hiatus. The vagal nerves were identified and preserved. Repair was then performed using interrupted figure-of-eight 0 surgidac sutures. 2 interrupted sutures were placed. The repair was inspected. The crura were nicely approximated without being too tight. Dr. Bianchi then placed an orogastric tube with the sizing balloon into the stomach. We inflated this to 20 cc and brought this back snugly to the gastroesophageal junction. This was used to assess the size of the gastric pouch. The balloon was then deflated and removed. We then proceeded to the small bowel portion of the case. The patient was then placed in slight trendelenburg position. The greater omentum was reflected in the upper abdomen to expose the transverse colon. The transverse mesocolon was retracted superiorly to expose the ligament of treitz. The jejunum was then measured 50 cm distal to the ligament of treitz and transected at this location using an endoscopic linear stapler with a white cartridge. The mesentery was then divided using the harmonic scalpel down to the root of the mesentery. The distal jejunum was then measured 100 cm to create a roux limb. A side-to-side anastomosis was then made between the biliopancreatic limb and the roux limb. Care was taken to make sure that the 2 limbs of bowel had not been twisted. Enterotomies were made in the antimesenteric border of each limb of bowel and then 2 sequential firings of the echelon endoscopic linear stapler, 45 mm in length with a white cartridge was performed in order to create the anastomosis. The enterotomy was then oversewn using a running 2-0 polysorb with lapra-ty's on either end. The anastomosis was reinforced with 2-0 polysorb interrupted sutures both medially and laterally. The mesenteric defect was then closed with a running 2-0 surgidac. The greater omentum was then divided using the harmonic scalpel. The roux limb was brought into the upper abdomen between the divided leaves of greater omentum. The lesser omentum was then divided using the harmonic scalpel and the stomach was transected using an endoscopic linear stapler with a gold cartridge in oblique fashion heading towards the left upper quadrant. Only one firing of the 45 mm stapler was required to complete the transection of the sleeve leaving a pouch approximately 20-30 cc in size. The staple line was inspected for hemostasis which was excellent. The roux limb was then brought up to the posterior surface of the gastric pouch and secured in place with a running 2-0 polysorb suture. Enterotomies were made in the antimesenteric border of the roux limb and the posterior aspect of the gastric pouch. An endoscopic linear stapler with a blue cartridge was inserted 25 mm and fired to create the anastomosis. The staple line was inspected for integrity and hemostasis which was excellent. The enterotomy was then closed using running 2-0 polysorb, one from each side and tied in the middle. An anterior row of 2-0 polysorb was then placed. A bowel clamp was placed on the roux limb and a gastroscope was passed without difficulty down through the oropharynx, down the esophagus and into the gastric pouch. The anastomosis was submerged under saline solution during this process and no bubbling ensued indicating a negative leak test. The pouch was inspected and hemostasis was complete. The scope was passed without difficulty through the anastomosis and into the roux limb. The roux limb and the pouch was then suctioned out and the scope was removed. The operative field was inspected for hemostasis which was excellent. The roux limb was followed from the gastric pouch back to the jejunojejunostomy and there was no evidence of kink or twist. The nathanson liver retractor was removed and the patient was placed in supine position. The mesenteric defect between the roux limb mesentery and the mesentery of the transverse colon was closed with a running 2-0 surgidac. The entire operative field was again inspected for hemostasis. The site of mesenteric injury by the initial port site was again inspected and there was no evidence of damage to the bowel or bleeding into the mesentery. The fascia to all 3 12 mm port sites was closed using a 0 vicryl suture with a laparoscopic suture passer device. The pneumoperitoneum was then released and all trocars were removed. All skin incisions were closed with 4-0 subcuticular vicryl. Skin glue was then applied. The patient tolerated the procedure well and was taken to the recovery room in stable condition.¿ on (B)(6) 2017 (B)(6) medical center. (B)(6), md. Discharge instructions: avoid lifting anything over 10 pounds for 6 weeks after surgery, or until approved by your surgeon. On (B)(6) 2018: northwest hospital. (B)(6), md. Discharge summary. Presented with complaints of epigastric abdominal pain, vomiting and diarrhea. Had pain x 1 week. Reported it ¿feels like a hernia.¿ diagnosis: abdominal pain undifferentiated. Medically cleared, discharged. On (B)(6) 2018: northwest hospital. Guy borders. Radiology-CT abdomen/pelvis. Anterior abdominal wall mesh present. No acute intra-abdominal or pelvic abnormality identified. On (B)(6) 2018: northwest hospital. (B)(6), md/ lorena s. Evans, np. Emergency record. Presented with complaints of 2 days of nausea, vomiting and diarrhea. Reports epigastric burning pain. On exam: epigastric gerd. Initially given gi cocktail. Labs and CT unremarkable. Concern of possible gastritis. Discharged. On (B)(6) 2018: northwest hospital. (B)(6), md. Radiology-CT abdomen/pelvis. No acute findings in abdomen or pelvis. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2008 and (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017 the patient underwent laparoscopic surgery for laparoscopic conversion of sleeve gastrectomy to gastric bypass and repair of hiatal hernia. It was reported the patient alleges the following injuries: significant adhesions of omentum to the anterior abdominal wall and mesh, additional surgical procedure. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code [1695] was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6) 2008 through (B)(6) 2018 and not all records received in this time span are relevant to both gore® dualmesh® plus biomaterial devices. ¿ medical records from (B)(6) 2009 through (B)(6) 2016 were not provided. Patient information: medical history: obesity (B)(6) 2008: 302 lbs. (B)(6) 2016: 231 lbs. ¿1-month history vomiting, unable to keep down solid food, 25-lb weight loss.¿ (B)(6) 2016: ¿130-lb weight loss since gastrectomy¿. Diabetes mellitus (B)(6) 2008: ¿... Diet controlled diabetes mellitus.¿ (B)(6) 2016: ¿adult onset diabetes resolved.¿ gerd [gastroesophageal reflux disease. Mild gastritis. Surgical procedures: unknown dates: 3 cesarean sections unknown date: tubal ligation (B)(6) 2008: laparoscopic cholecystectomy for acute gangrenous cholecystitis (B)(6) 2008: laparoscopic repair of ventral incisional hernia. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2009: laparoscopic repair of ventral incisional hernia. Implant: gore® dualmesh® plus biomaterial. 2010: hysterectomy. (B)(6) 2014: laparoscopic vertical sleeve gastrectomy. (B)(6) 2017: laparoscopic gastric bypass, laparoscopic hiatal hernia repair without mesh and laparoscopic lysis of adhesions. Implant #1 preoperative complaints: (B)(6) 2008: history and physical. ¿noted pain and bulging of abdominal wall past 2 months. No nausea, vomiting, diarrhea or constipation. CT of abdomen shows midline ventral hernia containing small bowel. Easily reducible ventral hernia superior to umbilicus.¿ (B)(6) 2008: operative indications. The patient is a 45-year-old female who previously had a laparoscopic cholecystectomy and then developed an incisional hernia at the periumbilical incision. Implant #1 procedure: laparoscopic repair of ventral incisional hernia [implant: gore® dualmesh® plus biomaterial, 1dlmcp04/05739429, 15cm x 19cm x 1mm thick, oval] implant #1 date: (B)(6) 2008. Wound classification: not provided. Findings: there was a 5.5 x 4.5 cm defect superior to the umbilicus. This was repaired with a dual mesh that was cut to 14 x 13 cm in size.¿ description of hernia being treated: ¿a transverse skin incision was made and carried down through the external oblique aponeurosis which was incised. The underlying muscle was spread in the direction of its fibers, and the peritoneum was identified. The peritoneum was entered under direct vision with metzenbaum scissors, and a hasson trocar was inserted into the peritoneal cavity. The peritoneum was insufflated to a pressure of 15 mmhg with carbon dioxide. Two 5 mm ports were placed in the left lower quadrant visualizing their insertion with the laparoscope. There were no adhesions noted. The hernia defect was easily identified. It was measured internally to be 4.5 x 5.5 cm in size." ¿ implant size and fixation: ¿an appropriately sized mesh to allow 4 cm overlap was obtained. This was about 14 x 13 cm in size. Gore-tex suture was sutured in 4 corners of this prosthesis. Gore-tex was then inserted through the hasson trocar into the peritoneal cavity. The stay sutures were brought through the interior abdominal wall and were tied. The edges of the mesh were then attached to the anterior abdominal wall with protack stapler. The mesh satisfactorily covered the defect with at least 4 cm overlap around all the edges of the hernia. A seprafilm slurry was then injected through a toomey syringe into the peritoneal cavity. The abdomen was then desufflated. The trocars were removed. The fascia in the left upper quadrant was closed with 0 vicryl figure-of-eight suture. All the skin incisions were reapproximated with 4-0 monocryl as running subcuticular sutures. The wounds were dressed with dermabond.¿ relevant medical information: (B)(6) 2009: emergency room. ¿presented with lumbar pain, increasingly worse over past 3 days. Started after walking up stairs (sic) carrying her approximately 30 lb. Grandson. Pain around belly button after doing this lifting. Stated pain very mild. Abdomen soft, nontender. Do not see any hernia or erythema around belly button. Impression: acute sciatica.¿ implant #2 preoperative complaints: (B)(6) 2009: operative indications. ¿the patient is a 45-year-old female who several months ago had laparoscopic repair of a ventral incisional hernia. The patient has recently noticed pain and bulging and on physical examination has a recurrence of her hernia.¿ implant #2 procedure: laparoscopic repair of ventral incisional hernia [gore® dualmesh® plus biomaterial, (B)(4) 15cm x 19cm x 1mm thick, oval] implant #2 date: (B)(6) 2009 [hospitalization (B)(6) 2009. Wound classification: not provided findings: ¿the patient had a hernia defect that was about 4 x 4 cm in size.¿ description of hernia being treated: a transverse skin incision was made. This was carried down through the external oblique aponeurosis, which was incised. The muscles were split in the direction of their fibers and the peritoneum was entered under direct vision with metzenbaum scissors. A hasson trocar was inserted into the peritoneal cavity and the peritoneum was insufflated to a pressure of 12 mmhg of carbon dioxide. Two 5 mm ports were placed in the right lower quadrant and later during the case 2 more 5 mm ports were placed, 1 in the left upper quadrant and another in the left lower quadrant. There were some adhesions noted between the omentum and the hernia mesh. These were taken down with sharp and blunt dissection. The hernia defect was identified. It was inferior to the left of the mesh.¿ implant size and fixation: ¿the hernia defect and extent of the previous mesh was measured to be 8 x 9 cm and a gore dual mesh was obtained, which was 19 x 15 cm and four #2 gore sutures were then sutured to 4 equidistant areas on the mesh. The mesh was inserted into the peritoneum through the hasson trocar. The stay sutures were brought out through the anterior abdominal wall securing the mesh tightly without any slack over the hernia defect and over the old mesh. The gore-tex sutures were tied. The mesh was secured to the anterior abdominal wall with the protack stapler. The abdominal cavity was then desufflated. The trocars were removed. The fascia and the incision at the right upper quadrant were closed with 0 vicryl figure-of-eight suture. The skin incisions were all reapproximated with 4-0 monocryl as a running subcuticular suture. The wounds were dressed with dermabond¿ (B)(6) 2009: discharge summary: no heavy lifting or strenuous activity. She may shower. No baths, no swimming. Wear abdominal binder at all times.¿ relevant medical information: (B)(6) 2016: discharge summary. ¿admitted for chest pain and persistent vomiting. Had vertical sleeve gastrectomy approximately 2 years ago. Bariatric surgeon saw her and performed egd which revealed gastritis, a 2-cm hiatal hernia and some twisting of the sleeve at the hiatal opening." (B)(6) 2016: emergency room. ¿reports vomiting unrelieved by zofran. Upper & lower abdominal pain constant, sharp, moderate at onset/presentation, radiates to chest, exacerbated by lying down, not relieved. Impression: epigastric abdominal pain relieved by gi cocktail and reglan.¿ (B)(6) 2016: upper gi with kub [kidney, ureters and bladder]. ¿impression: epigastric abdominal pain relieved by gi cocktail and reglan.¿ (B)(6) 2016: ¿seen in follow-up after gi series. This showed gastroesophageal reflux but surprisingly no obvious hiatal hernia. Continues to have episodes of recurrent vomiting almost daily and sensation of food getting stuck. Ok with liquids. Assessment: recurrent vomiting after sleeve gastrectomy. Upper endoscopy seemed to indicate a hiatal hernia with slight twisting that could explain her symptoms and upper gi did not correlate. I think most likely she would benefit repair of hiatal hernia but I would like to repeat upper endoscopy first in conjunction with ph monitoring for definitive surgical planning.¿ (B)(6) 2016: upper gi endoscopy. ¿impression: normal esophagus; small hiatus hernia; la grade a reflux esophagitis; normal examined duodenum.¿ (B)(6) 2017: operative indications. She underwent a laparoscopic vertical sleeve gastrectomy 2 years ago. She has now developed a hiatal hernia and significant gerd. She presented electively today for a laparoscopic conversion of sleeve gastrectomy to gastric bypass with concurrent repair of hiatal hernia.¿ (B)(6) 2017: laparoscopic gastric bypass. Laparoscopic hiatal hernia repair. Laparoscopic lysis of adhesions [hospitalization dates (B)(6) 2017]. Wound classification: not provided findings: ¿extensive intra-abdominal adhesions, hiatal hernia.¿ fluoroscopy was then used to mark the spiral tacks used in prior laparoscopic ventral hernia repair.¿ ¿a 5 mm incision was made. A 5 mm optiview trocar was inserted under direct vision into the peritoneal cavity without difficulty. A pneumoperitoneum was created up to 15 mmhg. A 5 mm laparoscope was inserted and the abdominal cavity surveyed. We noted significant adhesions of omentum to the anterior abdominal wall at the site of the mesh. A 5 mm port was placed laterally in the left upper quadrant. A 5 mm 35° scope was inserted. The initial port was inspected and we noted that the port actually had gone through the small bowel mesentery but unfortunately avoided injury to the bowel. There was some carbon dioxide gas within the leaves of small bowel mesentery. A third 5 mm port was then placed laterally in the left midabdomen. The initial port was pulled back out of the smaii bowel mesentery and the smaii bowel mesentery was further inspected and we confirmed that there was indeed no bowel injury. There was also no evidence of bleeding. The initial 5 mm port was then changed to a 12 mm port. We then proceeded to lyse all of the adhesions to the anterior abdominal wall thereby exposing the mesh and the rest of the underside of the abdominal wall. This process took about 30 minutes. We then placed a 12 mm port in the midline just above the level of the mesh. Another 12 mm port was placed in the mid right upper quadrant and a 5 mm port placed laterally in the right upper quadrant. We then reflected the greater omentum into the upper abdomen to expose the ligament of treitz. The small bowel was followed from the ligament of treitz approximately 200 cm distally to make sure there was no adhesions to the small bowel which there were not. We then proceeded to the upper abdomen. A nathanson liver retractor was inserted through a stab incision in the epigastrium and used to retract the left lobe of the liver. The patient was placed in steep reverse trendelenburg position. The sleeve gastrectomy was noted. We then mobilized omental adhesions from the lateral aspect of the sleeve from the midportion proximally to the left crus. Electrocautery was used to perform this. A hiatal hernia was noted and then we proceeded to full hiatal dissection. The pars flaccida was opened up using electrocautery. The phrenoesophageal membrane anterior to the esophagus was divided. We then dissected along the medial edge of the right crus the diaphragm extending from the anterior arch back to the confluence of the left and right crura. We then dissected along the medial edge of the left crus of the diaphragm and divided peritoneal attachments at the region of the angle of his. A window was then made posterior to the esophagus. At this juncture, we had good circumferential dissection of the hiatus. The gastroesophageal junction was 4-5 cm below the level of the hiatus. The vagal nerves were identified and preserved. Repair was then performed using interrupted figure-of-eight 0 surgidac sutures. 2 interrupted sutures were placed. The repair was inspected. The crura were nicely approximated without being too tight. Dr. Xxx then placed an orogastric tube with the sizing balloon into the stomach. We inflated this to 20 cc and brought this back snugly to the gastroesophageal junction. This was used to assess the size of the gastric pouch. The balloon was then deflated and removed. We then proceeded to the small bowel portion of the case. The patient was then placed in slight trendelenburg position. The greater omentum was reflected in the upper abdomen to expose the transverse colon. The transverse mesocolon was retracted superiorly to expose the ligament of treitz. The jejunum was then measured 50 cm distal to the ligament of treitz and transected at this location using an endoscopic linear stapler with a white cartridge. The mesentery was then divided using the harmonic scalpel down to the root of the mesentery. The distal jejunum was then measured 100 cm to create a roux limb. A side-to-side anastomosis was then made between the biliopancreatic limb and the roux limb. Care was taken to make sure that the 2 limbs of bowel had not been twisted. Enterotomies were made in the antimesenteric border of each limb of bowel and then 2 sequential firings of the echelon endoscopic linear stapler, 45 mm in length with a white cartridge was performed in order to create the anastomosis. The enterotomy was then oversewn using a running 2-0 polysorb with lapra-ty's on either end. The anastomosis was reinforced with 2-0 polysorb interrupted sutures both medially and laterally. The mesenteric defect was then closed with a running 2-0 surgidac. The greater omentum was then divided using the harmonic scalpel. The roux limb was brought into the upper abdomen between the divided leaves of greater omentum. The lesser omentum was then divided using the harmonic scalpel and the stomach was transected using an endoscopic linear stapler with a gold cartridge in oblique fashion heading towards the left upper quadrant. Only one firing of the 45 mm stapler was required to complete the transection of the sleeve leaving a pouch approximately 20-30 cc in size. The staple line was inspected for hemostasis which was excellent. The roux limb was then brought up to the posterior surface of the gastric pouch and secured in place with a running 2-0 polysorb suture. Enterotomies were made in the antimesenteric border of the roux limb and the posterior aspect of the gastric pouch. An endoscopic linear stapler with a blue cartridge was inserted 25 mm and fired to create the anastomosis. The staple line was inspected for integrity and hemostasis which was excellent. The enterotomy was then closed using running 2-0 polysorb, one from each side and tied in the middle. An anterior row of 2-0 polysorb was then placed. A bowel clamp was placed on the roux limb and a gastroscope was passed without difficulty down through the oropharynx, down the esophagus and into the gastric pouch. The anastomosis was submerged under saline solution during this process and no bubbling ensued indicating a negative leak test. The pouch was inspected and hemostasis was complete. The scope was passed without difficulty through the anastomosis and into the roux limb. The roux limb and the pouch was then suctioned out and the scope was removed. The operative field was inspected for hemostasis which was excellent. The roux limb was followed from the gastric pouch back to the jejunojejunostomy and there was no evidence of kink or twist. The nathanson liver retractor was removed and the patient was placed in supine position. The mesenteric defect between the roux limb mesentery and the mesentery of the transverse colon was closed with a running 2-0 surgidac. The entire operative field was again inspected for hemostasis. The site of mesenteric injury by the initial port site was again inspected and there was no evidence of damage to the bowel or bleeding into the mesentery. The fascia to all 3 12 mm port sites was closed using a 0 vicryl suture with a laparoscopic suture passer device. The pneumoperitoneum was then released and all trocars were removed. All skin incisions were closed with 4-0 subcuticular vicryl. Skin glue was then applied.¿ relevant medical information: (B)(6) 2018: discharge summary. ¿presented with complaints of epigastric abdominal pain, vomiting and diarrhea. Had pain x 1 week. Reported it ¿feels like a hernia.¿ diagnosis: abdominal pain undifferentiated. Medically cleared, discharged.¿ (B)(6) 2018: CT abdomen/pelvis. ¿anterior abdominal wall mesh present. No acute intra-abdominal or pelvic abnormality identified.¿ conclusion: implant #2 gore® dualmesh® plus biomaterial, (B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06257309 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.